Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed low/erratic results for patient samples tested on the architect c4000 analyzer. Patient sample ID (B)(6) initially generated a low calcium result of 4.1 mg/dl. The sample retested in the normal range at 9.4 mg/dl. No adverse impact to patient management was reported.

Manufacturer narrative:
Low calcium and phosphorus results were generated on the architect c4000. Log review showed that both low results were run in cuvette #91. The cuvette was found to have a higher volume of water compared to the other cuvettes, cuvettes in other segments were also found to have higher volumes. Field service adjusted the cuvette washer to address the issue. Review of the instrument service tickets did not identify any other issues that may have contributed to the complaint issue. The cuvette washer is commonly replaced or aligned/adjusted/cleaned to address fluidics or results issues. No adverse trends were identified for the cuvette washer. Based on the available information, a deficiency was not identified. There is not enough evidence that reasonably suggests a malfunction occurred. The issue was resolved through standard troubleshooting procedures in accordance with current labeling.